Event description:
On (B)(6) 2012, during a program history review, it was reported that a faulted diagnostics test occurred on (B)(6) 2006. This resulted in a change in settings. The settings for the patient's magnet mode output current was not corrected until (B)(6) 2007 at which time another faulted diagnostic occurred. Settings from the (B)(6) 2007 event were not corrected until (B)(6) 2007 and is captured in MFR report #1644487-2012-01333. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Review of programming/device diagnostic history performed.